Manufacturer narrative:
(B)(6). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07780.

Event description:
It was reported that during a distal volar radius plating procedure, it was thought that the non-locking screw threaded through the plate hole. The procedure was reportedly completed successfully. The screw was left implanted as is, however no patient consequences have been reported.